Event description:
It was reported that noise was observed via remote transmission. The patient was asymptomatic. The noise was unable to be reproduced in-clinic. The lead was found to be dislodged and myopotential oversensing was observed. The lead was explanted and replaced. The patient tolerated the procedure well with no complications.